Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of quality control data confirmed that all positive and negative control recoveries were within the specified ranges. However, a pattern observed in one control level suggested a potential handling issue. The root cause of the discrepant results could not be definitively determined. Contamination of the cpd plasma bag material or a sample mix-up at the blood donation site was considered a plausible explanation. The device remains in operation at the customer site, and no further issues have been reported.

Event description:
The initial reporter alleged discrepant elecsys hiv duo results between a serum sample and a cpd plasma bag for one patient tested on a cobas e 801 module. On (B)(6) 2023, the serum sample was tested using the elecsys hiv duo assay and generated a result of 0.195 coi (negative). Testing of the same sample on the abbott alinity hiv assay produced a result of 0.08 s/co (negative). Both results were concordantly negative. The cpd plasma sample from the same blood donor was tested using the elecsys hiv duo assay and generated a result of 10.1 coi (positive), with hivag 0.193 coi and ahiv 10.1 coi. A repeat test on the same assay produced a result of 11.1 coi (positive), with hivag 0.183 coi and ahiv 11.1 coi. Additional testing of the cpd plasma sample included the elecsys hiv combi pt assay, which generated a result of 14.56 coi (positive); the abbott alinity hiv assay, which generated a result of 2.44 s/co (positive); the abbott architect hiv assay, which generated a result of 2.78 s/co (positive); the hiv ab vidas test, which generated a result of 0.69 (positive); and an hiv ab elisa test, which was also positive. Polymerase chain reaction (pcr) testing using the hiv 1/2 genius device confirmed the absence of hiv antigen. All measurements for anti-hiv antibodies were concordantly reactive. On (B)(6) 2023, an edta plasma sample from the same donor was tested using the elecsys hiv duo assay and generated a negative result. Testing of the same sample on the abbott alinity hiv assay also produced a negative result. Both results were concordantly negative. Subsequent testing of a new cpd plasma sample, as well as fresh frozen plasma (ffp) and plasma from three other blood donors, produced negative results on the elecsys hiv duo assay.